Event description:
It was reported that pericardial effusion occurred. During a left atrial appendage (laa) closure procedure, a nrg transseptal needle was selected for use. During the procedure, following transeptal puncture, approximately 5mm of pericardial effusion was confirmed at the apex. The physician proceeded with the procedure while monitoring the patient. During the placement, recapture and device exchange, there were no significant changes. The 27mm closure device position, anchor, size and seal (pass) criteria was met. After the implant procedure, transthoracic echocardiography confirmed no significant changes in pericardial fluid. Vital signs remained unchanged throughout. Following extubation, the patient was transferred back to the cardiac care unit (ccu) with plans for contrast-enhanced computed tomography (CT) imaging. No treatment was done to pe because the amount of pe was not needed pericardiocentesis and there was no change on patients vital. The cause is not clearly known, but there is a possibility that a septal dissection or posterior wall puncture occurred during the septal puncture, but not confirmed. On (B)(6) 2025, the patient has already discharged. No intervention has been performed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.